Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). This complaint was involved with 4 devices: device 1 is being reported under MDR 2247858-2018-00132. Device 2 is being reported under this report. Device 3 is being reported under MDR 2247858-2018-00134. Device 4 is being reported under MDR 2247858-2018-00125.

Event description:
"The patient represents himself with general malaise, anorexia and inflammatory blood samples on (B)(6) 2018. However, first complaint about general discontent were reported during his 1 month follow-up visit on (B)(6) 2018. The leukocyte CT-scan showed an excessive psoas abscess (left) extending from the aorta. The endograft is surrounded by free air. No endoleak seen. Patient outcome: "the patient is transferred to the (B)(6) hospital in (B)(6) for further treatment. They planned the following: drainage of the abscess. Explantation of the endograft. Replacement by cadaver homograft".